Event description:
It was reported that the day of the routine generator changeout the right ventricular (rv) lead had high impedance on the svc (superior vena cava) defib portion of the lead. The lead remains in use after the changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007 ; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).